Event description:
It was reported that the patient experienced shocking sensations from her device. She saw her physician and was reprogrammed. The shocking sensations returned and the patient was again reprogrammed and the shocking resolved. The hcp verified that the stimulation was in the right location. No further complications were reported.